Manufacturer narrative:
No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation on 18 feb 2026, 10 mar 2026, and 10 apr 2026 were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting, a follow up/supplemental report will be completed. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution. Based on the information currently provided and available, it was reported that during clinical and therapeutic use of the siimplygo mini portable oxygen concentrator, a alarm had occurred alerting the patient of a low o2 alarm condition. The patient was reported to be using settings 2-3 with a reported saturation of peripheral oxygenation (spo2) of 87-88. Due to the decreased spo2, the patient had increased the device settings to 4-5 when the alarm condition occurred. The patient respiratory rate was not reported. After feeling "unwell" for approximately 3-4 days, the patient was eventually taken to an institutional hospital. The device has not been returned to the manufacturer for investigation and evaluation currently. The device was received by the reporter who stated that after approximately 15-20 minutes of testing, the device triggered a technical fault alarm condition. Based upon the information available, the patient adverse event has been reviewed and assessed as a serious injury as defined in 21 cfr 803.3(w). Causal nature of the device to the patient serious injury has not been confirmed nor refuted, pending further device evaluation. However, device contribution to the patient serious injury has been confirmed: foreseeable use error - failure to provide a secondary or backup source of oxygen in the event of a low oxygen concentration error condition. Pmcf: based on the information currently provided and available, it was reported that the device was being used after the low oxygen concentration alarm had occurred resulting in the adverse event reported. This adverse event has been assessed and categorized as a serious injury as defined in 21 cfr 803.3(w). Review of the device risk management matrix: ER 2246289- current revision finds the severity assessed for this complaint to be congruent with the predicted harm as outlined in 14.1 and 16.1. No further escalation is required. As per the simplygo mini manual (current revision) § technical alarms: - low oxygen concentration alarm description: this alarm occurs when the device is delivering a lower concentration of oxygen than specified. Note: this alarm occurs when the internal o2sensor reads <82% o2. It will turn off if the system is able to recover from the fault and achieve >84% o2.press the yellow alarm silence button on the screen to temporarily silence the alarm, and the 2nd screen shown at left appears. Or, press the home button on the device to return to the home screen, and the 3rd screen will appear with the low o2 alarm symbol in the upper left corner to indicate the alarm state. If in normal operation, the internal oxygen sensor monitors o2 purity during the warm-up period and then at 1 hour intervals after that. Note: this alarm can take up to 61 minutes to activate from the time the alarm condition is present. - low oxygen concentration alarm what to do: change to another source of oxygen and contact your equipment provider.

Event description:
The manufacturer received information alleging a patient experienced technical issue while using a simplygo mini device. After turning on the machine, within 15-20 minutes it displayed a technical fault alarm; however, the machine continued to run normally, and the oxygen purity remained stable without any disturbance. The unit has been tested in demo mode and at the 1 to 5 setting, and in both cases, the oxygen output was normal with no performance-related issues. Additionally, the battery is charging correctly. The only concern is that the machine would show the technical fault message after some time of operation. Customer confirmed this is flagged as harm. Post market advised material needs to return to pil for investigation. The patient¿s family stated that for the past two or three days, the patient's oxygen circulation had not been stable. Previously, patient was fine on 2 to 3 liters but now had been running on 3 liters and patient's saturation would keep fluctuating between 87 to 88. When trying to increase patient's oxygen flow to 4 to 5 liters, the machine triggered a ¿low o2¿ alarm. Manufacturer was immediately contacted because at that point the patient¿s condition worsened, and patient had already been feeling unwell for the last 3 to 4 days. Eventually, patient had to be taken to the hospital. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation.